Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there were many pixels burnt out on the roller pump display, making it hard to read values. There was no patient involvement.

Manufacturer narrative:
Pump display will be replaced.